Event description:
Follow-up from the treating physician provided that they were not sure if the weight loss was related to vns, but also indicated that it was likely not related. The removal of the device was for patient comfort. The patient was experiencing hoarseness continuously. The device was turned off prior to removal.

Event description:
It was reported that a vns patient had their generator explanted due to the patient losing (B)(6) pounds since the device was put in. It was also reported the patient was experiencing hoarseness with more than stimulation. A replacement device was not implanted. Additional relevant information has not been received to-date. The explanted device has not been received by the manufacturer to-date.